Event description:
Patient was intubated and the incident occurred three days after the initial intubation procedure. The patient was on a high pressure ventilator. Patient was intubated with a 7.5 endotracheal tube (ett). Patient had been suctioned several times, but with only slight amounts of secretions obtained. On the morning of the event, high pressure alarms were sounding. Water was noted in the external bulb. Anesthesia had to re-intubate. The patient went asystolic during this event and required medication and CPR. Upon removal of the ett tube, it was noted to have clotted off. Rns report multiple etts have been clotting. Lot numbers and part numbers of the tubes are not available.